Event description:
Customer initially reported via phone call that they received a lost sensor alert on the insulin pump and did not remember how to select the find lost sensor option. During the call; the customer reported experiencing low blood glucose of 48 mg/dl. The customer treated by drinking juice and eating. Troubleshooting on the sensor was not completed as it was found that the insulin pump was more than 6 feet away from the sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.